Manufacturer narrative:
Correction: g2 additional information: d9, h3 plant investigation: the actual distribution board and heater rod were returned to the manufacturer for physical evaluation. The distribution board was received with signs of thermal damage on the k1 (hot) terminal block. There are no other discrepancies found on the distribution board. The heater rod was returned with discoloration along the rod and signs of thermal damage on the brown wire (hot). The resistance between neutral (blue wire) and hot (brown wire) of the heater rod revealed to be open. The open resistance between the wires will cause a ¿low temperature¿ to occur in dialysis. The distribution board and heater rod were unable to be tested on a test machine, due to the damaged terminal block and wire. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a low temperature and was stuck at 28 degrees. The field service technician (fst) replaced the power supply, distribution board, and heater rod due to electrical burn damage. Upon follow up, biomed confirmed that the 2008t machine had a low temperature but was not the person that found the burn damage. Biomed confirmed that there was no patient involvement when the low temperature and electrical burn damage was discovered. Biomed confirmed that the parts were replaced but the machine remains out of service requiring additional parts and service from the field service technician (fst). Biomed did not know the number of machine hours, leakage test history, of if the machine was plugged into a hospital grade outlet. Additional information was requested but was not received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius field service technician (fst) which involved replacing the power supply, distribution board, and heater rod. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a low temperature and was stuck at 28 degrees. The field service technician (fst) replaced the power supply, distribution board, and heater rod due to electrical burn damage. Upon follow up, biomed confirmed that the 2008t machine had a low temperature but was not the person that found the burn damage. Biomed confirmed that there was no patient involvement when the low temperature and electrical burn damage was discovered. Biomed confirmed that the parts were replaced but the machine remains out of service requiring additional parts and service from the field service technician (fst). Biomed did not know the number of machine hours, leakage test history, of if the machine was plugged into a hospital grade outlet. Additional information was requested but was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a low temperature and was stuck at 28 degrees. The field service technician (fst) replaced the power supply, distribution board, and heater rod due to electrical burn damage. Upon follow up, biomed confirmed that the 2008t machine had a low temperature but was not the person that found the burn damage. Biomed confirmed that there was no patient involvement when the low temperature and electrical burn damage was discovered. Biomed confirmed that the parts were replaced but the machine remains out of service requiring additional parts and service from the field service technician (fst). Biomed did not know the number of machine hours, leakage test history, of if the machine was plugged into a hospital grade outlet. Additional information was requested but was not received.